Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during sinus opening and nasal polyp removal surgery procedure, at the beginning of the procedure, the medtronic microdebrider system functioned normally. During the operation, the footswitch indicator suddenly displayed a yellow fault light, and the nasal handpiece shaver blade stopped rotating, making it impossible to continue the procedure. Another microdebrider system was immediately replaced, resulting in a delay of approximately 10 minutes. The surgery was then completed successfully. Impact on the patient: the surgical time was prolonged, the patient¿s bleeding increased, and the surgical risk was increased. Another microdebrider system was immediately replaced to complete the surgery. This prolonged the surgical time, increased patient bleeding, and increased the surgical risk.